Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the patients ipg was at the end of battery life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.